Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had low pacing impedance and a lead warning was triggered. Noise/oversensing was also observed on recorded ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.